Event description:
It was reported that this right atrial was damaged as reported by a patient advocate. A lead replacement could not be performed as the subclavian vein was occluded; the device was then programmed to ventricular pacing only. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial was damaged as reported by a patient advocate. A lead replacement could not be performed as the subclavian vein was occluded; the device was then programmed to ventricular pacing only. No additional adverse patient effects were reported. At a later date, a call to technical services (ts) was received and it was reported that there was a note on the chart for this system indicating this lead was turned off and presented noisy signals. Additional information was received that impedance measurements were found to be high out of range. The field representative indicated that the physician suspects this lead is plugged in but fractured. No adverse patient effects were reported.

Event description:
It was reported that this right atrial was damaged as reported by a patient advocate. A lead replacement could not be performed as the subclavian vein was occluded; the device was then programmed to ventricular pacing only. No additional adverse patient effects were reported. At a later date, a call to technical services (ts) was received and it was reported that there was a note on the chart for this system indicating this lead was turned off and presented noisy signals. No adverse patient effects were reported.

Event description:
It was reported that this right atrial was damaged as reported by a patient advocate. A lead replacement could not be performed as the subclavian vein was occluded; the device was then programmed to ventricular pacing only. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields: h6: impact codes.